Event description:
On 06/26/2026, manufacturer became aware of the event from japan where where opacification of a pod f gf iol implanted in the patient's right eye was observed. The patient reported seeing a line-like object, yellowish vision, and cloudy vision following implantation. Slit-lamp examination revealed that the implanted iol appeared distinctly whitish, while no fundus abnormalities were observed. The patient's corrected visual acuity in the affected eye was reported as 0.8.at the time of the reporting, no permanent impairment has been confirmed and no surgical intervention has been performed. Pod f gf is marketed in the us and if the potential malfuction (iol opacification) were to reoccur, it could cause or contribute to a serious injury that necessitates medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of body function, therefore foreign reporting is required.

Manufacturer narrative:
Additional information will be provided following investigation completion.the suspect device identified in section d of this report is marketed outside the united states and is not listed in the FDA global unique device identification database (gudid). The device is the same product as the version marketed in the united states and referenced under premarket submission p240038; however, the us and ous versions bear different catalog numbers and udis and have region-specific labeling. The device involved in this event is the ous version identified in section d. The premarket submission number for the us-marketed version is provided in section g4.